Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for open packaging with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of open packaging was not observed. Bd determined that the root cause of the indicated failure mode was attributed to a reject belt failure. The open packages failed to be rejected from the production process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. See h.10.

Event description:
It was reported that prior to use with 100 bd a-line¿ sterility packaging were not sealed, thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: when opening the box to use the syringes, it was noticed that the individual packages are open, losing their sterility.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 100 bd a-line¿ sterility packaging were not sealed, thus affecting sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the box to use the syringes, it was noticed that the individual packages are open, losing their sterility.